Event description:
Information was received from a healthcare provider via a patient regarding an implantable neurostimulator indicated for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported the patient was retaining urine. The caller stated the patient had a cystoscopy on friday and it was there. The patient came back in today to check it again and they had 200 still in their bladder after voiding. The agent reviewed the role of the representative and redirected the caller to have the patient first call patient services for assistance.

Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.